Event description:
It was reported that the pump miscalculated boluses; however, this could not be confirmed. The customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Customer attempted to self treat with a correction bolus via the pump. Customer required assistance and was given a saline drip by family member. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.